Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step. Tandem technical support educated the customer on completing the cartridge air removal step prior to filling. Customer loaded a new cartridge to resolve the issue.